Event description:
Clinical information: (B)(6). It was reported that on 07 june 2021, a 23mm portico valve was successfully implanted in a patient using a small flexnav delivery system. The patient had remained hemodynamically stable throughout the procedure. There had been no difficulty experienced implanting the valve. There was no clinically significant delay in procedure reported. It was noted post-operation that the patient had a groin hematoma and an increased hemoglobin levels due to bleeding from the contralateral (non-tavi) puncture side. The decision was made to transfuse the patient with 2 units of of red blood cells containing saline, adenine, glucose and mannitol (sagm). On (B)(6), 2023, the patient was re-admitted to the hospital due to low hemoglobin levels and light chest pain. The patient was again transfused with red blood cells. The cause of the patient's light chest pain is unknown, but a possible partial coronary obstruction can not be excluded. The cause of the patient's low hemoglobin was due to the minor groin hematoma. It was noted that on (B)(6), 2021, the patient passed away under surgery for a coronary artery bypass graft due to 75% reversible ischemia of the left ventricle myocardium. It was also noted via rubidium positron emission tomography (pet), that there was a very large reversible perfusion defect involving the entire anterior and lateral wall and adjacent septum and rear wall. It was confirmed via coronary angiography, that there was mildly atheromatous of the right coronary artery without stenosis and retrograde collaterals from the posterior descending artery to the left anterior descending artery. It was also noted that there was obstruction of the left main coronary artery caused by cusp material of an existing unknown valve, 5 months post valve-in-valve procedure. There is no allegation of malfunction against the 23mm portico valve or procedure and the death is not attributed to the 23mm portico valve or procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of chest pain four days after the portico valve was implanted was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the cause of the chest pain was unknown but that it could be due to partial coronary obstruction, which had occurred due to obstruction of the left main coronary by the leaflet of the previously implanted surgical valve which the portico valve was implanted inside. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - impact code: code 4641 removed.

Event description:
Clinical information: (B)(6) - portico valve-in-valve retrospective registry, patient site ID: (B)(6). It was reported that on 07 june 2021, a 23mm portico valve was successfully implanted in a patient using a small flexnav delivery system. The patient had remained hemodynamically stable throughout the procedure. There had been no difficulty experienced implanting the valve, but a post-implant dilation was performed. There was no clinically significant delay in procedure reported. It was noted post-operation that the patient had a groin hematoma and an increased hemoglobin levels due to bleeding from the contralateral (non-tavi) puncture side. The decision was made to transfuse the patient with 2 units of of red blood cells containing saline, adenine, glucose and mannitol (sagm). On (B)(6) 2023, the patient was re-admitted to the hospital due to low hemoglobin levels and light chest pain. The patient was again transfused with red blood cells. The cause of the patient's light chest pain is unknown, but a possible partial coronary obstruction can not be excluded. The cause of the patient's low hemoglobin was due to the minor groin hematoma. It was noted that on (B)(6) 2021, the patient passed away under surgery for a coronary artery bypass graft due to 75% reversible ischemia of the left ventricle myocardium. It was also noted via rubidium positron emission tomography (pet), that there was a very large reversible perfusion defect involving the entire anterior and lateral wall and adjacent septum and rear wall. It was confirmed via coronary angiography, that there was mild atheromatous of the right coronary artery without stenosis and retrograde collaterals from the posterior descending artery to the left anterior descending artery. It was also noted 5 months post valve-in-valve procedure, that there was a partial obstruction of the left main coronary artery caused by cusp material of a 21mm trifecta valve that was implanted on an unknown date. The left leaflet of the 21mm trifecta valve was pushed against side by the 23mm portico valve resulting the obstruction of the left main coronary artery. There is no allegation of malfunction against the 23mm portico valve or procedure and the death is not attributed to the 23mm portico valve or procedure.